Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not used. The root cause was determined to be defective tube connector, sensor board and control board. In consequence the local technician was able to replace the tube connector, sensor board and control board. All the function were checked and passed after the board replacement. The issue was solved. There was no patient or user harm.

Event description:
Water was able to get through the tube connector and damage the control board and sensor board.